Event description:
Event discription guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using two different programmers. Upon magnet application, the device was beeping with each r wave.